Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This MDR represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011- patient was diagnosed with recurrent right inguinal hernia, primary left inguinal hernia, thereby underwent open repair with implant of perfix plug (device 1), ventrio st mesh (device 2). Per op notes, ¿there was a direct weakness lateral to the external ring in right inguinal region. A perfix plug (device 1) was placed and sutured. On the left inguinal region, large ventral hernia sac was found. A ventrio st mesh (device 2) was placed and sutured¿. (B)(6) 2013- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of perfix plug (device 1), ventrio st mesh (device 2) and implant of 3dmax meshes (device 3 and 4).per op notes, ¿incision through the previous scar, hernia sac was identified and it contained a waded up piece of mesh which was removed (perfix plug- device 1, ventrio st mesh- device 2). Bilateral placement of 3dmax meshes (device 3 and 4) in the extraperitoneal space and there was a significant overlap in the middle. These mesh were trimmed and sutured¿.